Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis identified a hole in the 8709 sc catheter body. Analysis also identified a non-significant tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the 8578 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal compounded baclofen 3500 mcg/ml at 810 mcg/day via an implantable pump for unknown indications for use. It was reported that more than the expected volume was withdrawn at the past two refill appointments. The patient also stated that he had not noticed an improvement in symptoms despite getting a daily dose increase at the past two appointments. There were no known env ironmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a catheter access port (cap) procedure done under fluoro by an hcp. He was unable to aspirate any fluid from the cap. Actions/interventions included the hcp deciding to schedule the patient for a catheter revision since he was unable to aspirate from the cap. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n144308001. Implanted:(B)(6) 2008. Product type catheter product ID 8578 lot# hg4tj1l12. Implanted: (B)(6) 2020. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6); product ID: 8578, serial/lot #: (B)(6), ubd: 29-oct-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the volume that was filled at last refill was 40 ml. The last volume that was programmed was 40 ml. The actual reservoir volume was 6 ml and expected reservoir volume was 3.8 ml. The issue was not resolved but catheter revision was scheduled for (B)(6) 2024.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n144308001 implanted: (B)(6) 2008 product type catheter. Product ID 8578 lot# hg4tj1l12 implanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative via a healthcare provider (hcp) and re-reported that the patient had s pasticity and reported he was getting tighter and tighter and felt as though the baclofen was not helping as much as it used to. Also the office reported volume discrepancies in the reservoir during the last few refills. The only factor that may have led or contributed to the issue was listed as none, other than patient had initial catheter placed nearly 15 years ago when he was a small child and has grown significantly since. A dye/rotor study was performed on (B)(6) 2024. It was noted that the catheter was occluded. Surgery was then scheduled for a revision and patient called in and changed the date due to interference with his work to a later date of (B)(6) 2024. Actions/interventions included having the catheter replaced. The catheter snapped and broke when he was pulling out the old spinal segment so an unknown portion of the old catheter remains in the patient. The hcp then implanted a new catheter with great flow and when he connected it to the existing pump and again accessed the cap to confirm flow at the end of the case, he could not aspirate. He then disconnected the new catheter from the pump and flushed the cap with preservative free saline and had to push hard because it was occluded. After pushing hard, he said something big and sluggish cleared and he could easily flush through it. He then reconnected the new catheter and aspirated again via the cap and great flow returned. His daily dose was then dropped to the lowest programmable dose for that concentration. The issue resolved at the time of the report with the patient's status being "alive-no injury". The patient's weight was asked but unknown. The patient had a medical history of spinal cord injury.